Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0jq6q, implanted: (B)(6) 2014, product type: lead; product ID neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and the past few days their bowels were doing the same thing they were before they go the therapy. The patient had the device for bowel incontinence. The patient was not feeling stimulation and normally they felt it but not all the time. The return of symptoms was sudden and the patient kept trying to turn the stimulation back on and noticed a message to call their doctor on their patient programmer. The patient was not able to adjust stimulation and had a power on reset (por) condition and they noticed the message yesterday. The patient did end up taking their spouse to the hospital a few days ago confirming they were around strong sources of emi. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.